Manufacturer narrative:
(B)(4).

Event description:
It was reported that after node ablation procedure, loss of capture was observed in the lv lead. Patient condition was good. No further information available.

Event description:
New information received indicated that programming changes were made.